Manufacturer narrative:
A visual examination of the returned driver was performed under magnification. Torsional and oblique brittle fracture patterns were found at the transition of hex into the radius. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. No definitive conclusion can be drawn without additional information.

Event description:
While implanting an aculoc2 plate, the surgeon was not able to remove a driver tip from one of the screw heads. While removing the driver tip forcibly, the driver tip broke off and remains implanted in the patient.